Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to fracture. A spectranetics lld ez lead locking device (lld ez) was inserted on the ra lead, and a spectranetics lld #2 lead locking device (lld #2) and a cook medical bulldog lead extender on the rv lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the ra lead, attempts were made to extract the lead, but resistance was encountered in the subclavian area. Switching to the rv lead with a 14f glidelight, little advancement was made. Utilizing a cook medical 11f evolution, progress was made from the subclavian down to the superior vena cava (svc), but stalled due to the severe adhesion of the ra and rv lead. Alternating on the ra and rv lead, advancement was still not possible. Upsizing to a 16f glidelight, the procedure continued; however, the patient¿s blood pressure dropped, and an aortography was performed. As a result, rescue efforts began, including sternontomy. A perforation to the subclavian vein and innominate was discovered and repaired. The rv and ra lead were removed post-sternotomy with a cook medical 13f evolution and cook medical steady sheath. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.